Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, after placing a lead during a perm implant procedure on (B)(6) 2020, patient lost functionality in both legs. As a result, lead was removed and procedure was abandoned, after which the patient regained functionality in right leg. Patient was then hospitalized and underwent physical therapy, and was then able to regain functionality in the left leg.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.